Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the fistula first noted by a physician? When was the sepsis first noted by a physician? Was medical intervention provided for the fistula or sepsis? When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported by the patient that they underwent gynecological procedure in (B)(6) 2012 and mesh was implanted. It was reported that the procedure went well but after awhile the patient experienced lower back pain and was prescribed co-codamol, ibuprofen and diazepam. Three years ago, the patient began having a lot of spasms when standing and changed job roles because of the pain. The patient experienced pain walking any distance and would lose balance when getting out of a chair as the patient's legs would give way. The patient¿s mobility became severely impacted and unable to stand for more than a few minutes. Around (B)(6) 2017, the patient experienced heavy cramping and sharp pain in the pelvic area and experienced bleeding. The physician tested the patient for urine/kidney infections and all was clear. The patient was referred to a&e and gynecologist and underwent CT scan and hysterscopy and nothing could be seen. The patient is allergic to plastic and latex. The patient has experienced periods of inflammation, which the patient manages with high doses of daily antihistamines. The patient has tender areas around the pelvis and pain and discomfort with intercourse. The patient gave up their job in (B)(6) 2017 and has been fully incapacitated since (B)(6) 2016. The patient can no longer carry out daily tasks at home, cannot stand to cook. The patient does not go out on car journey as they get uncomfortable and cannot shop. The patient has experienced depression and decline in quality of life. The patient was referred to urology/gynecology with follow-up appointment in (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # ==> pc-000112613 corrected information: